Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during a patient use, the 840 ventilator graphic user interface (gui) lost communication with the breath delivery unit (bdu). The patient was transferred to another ventilator. There was no reported patient injury.